Event description:
Report received from the USA stating that the device gave an "error code 5" with the use of three different hand pieces during surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.